Event description:
Outpatient PICC placement occurred on (B)(6) 2012. Small pin hole developed just distal to suture wing, requiring PICC to be removed on (B)(6) 2012. Replacement PICC was then placed on (B)(6). The 2nd PICC also developed a pin hole distal to the suture wing and was removed on (B)(6) 2012. No additional PICC was placed at this time. Both piccs had been placed in the left arm in the basilic vein. No pt injury or complications resulted from these events. The first PICC placed was discarded, but the 2nd PICC has been returned to navilyst medical for eval. Note: this complaint was originally submitted as manufacturer report # 1317056-2012-00026 and referenced info for both PICC failures. Communication received from FDA advised that a 2nd report be submitted for the 2nd failure, thus this report # 1317056-2012-00030. A supplemental medwatch has been submitted for report # 1317056-2012-00026 with the results of the investigation for the 1st failure.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2012 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole distal to the suture wing." No adverse trends were identified. The returned catheter sample was confirmed to contain a hole just distal to the suture wing. Adhesive residue was noted on the extension tubes and suture wing. The catheter was able to be easily flushed through the red valve indicating the absence of any occlusions, however, when attempting to flush through the white valve, the catheter lumen was found to be occluded with bio-matter, just distal to the pinhole. The catheter walls and webs were measured and all dimensions were found to be within navilyst medical specification. A definite root cause for the hole in the catheter tubing could not be determined. The catheter kinks easily in the area of the failure, a slight witness mark is visible, and repeated kinking may have contributed to the failure. If the end user over-pressurized the catheter's lumen while attempting to pass fluid through the lumen or clear an obstruction, the catheter wall may have failed. The eval of the returned sample showed no evidence of any manufacturing or design deficiencies that may have led to the defect. Additionally, the DHR search revealed no quality issues or manufacturing deficiencies at the time of manufacture. Manufacturing process controls in place for the PICC device includes (B)(4). The excel pasv PICC dfu (directions for use) that is supplied with the reported device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. (B)(4).